Manufacturer narrative:
Continuation of medical devices: product ID 97745, serial# (B)(4), product type programmer, patient. Product ID 97755, serial# (B)(6), product type recharger. Product ID 97745bp, serial# (B)(4), product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that there was a ¿software problem¿ message on the controller. The patient reset the controller and was able to connect to the ins and charge with excellent quality. The patient also reported that the previous week they had been carrying the controller in their pocket and when they unlocked it they noticed the controller was in a foreign language. They were able to get it back to english on their own. They stated around (B)(6) 2018 they noticed the program changed from c to program a by itself. The patient stated a manufacturer representative (rep) was made aware of that event and they checked the ins and programming. A replacement controller was sent. The patient then called back and stated they received the replacement and when they put in the battery pack they saw a software problem screen 99. 2. 3.0 3. 56 qpleh.p. The patient removed the battery pack and when they reseated it they were able to pair the controller to the ins as normal. Additional information from the patient the next day stated they had trouble entering date and time but resetting resolved the issue. They reported since they got the new controller, it went blank and shut down several times and they had to reset it. They thought they did it about 6 times that day. It happened 3 times while charging. The patient also reported it was taking longer to charge the ins. At first they charged for an hour or less. The previous day they charged for 2 hours and the ins was fully charged. The ins was dead in less than 24 hours. They then charged for 1.5 hours. They mentioned they did bump up the intensity and had it higher than they would with adaptive stimulation. The rep believed it was depleting faster due to the higher settings. A replacement recharger was sent. Additional information from the patient stated they were still having the same issues. A replacement battery pack was sent. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745bp, serial# (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-11-06 additional information was received via a manufacturer representative (rep) from a consumer reporting that the patient's weight at the time of the event was unknown, and that the cause of the patient therapy manager (ptm) functioning unexpectedly was unknown. No patient symptoms, or additional device complications were reported. On 2018-11-12 information was received from the consumer reporting that the replacement patient therapy manager (ptm), worked as expected for a week and then began having the same issues as reported previously. A replacement patient therapy manager (ptm) was sent. No patient symptoms, or additional device complications were reported.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type programmer, patient; product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745bp, serial# (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of source information found that with their last patient controller that was replaced, they were getting the software problem message again. The screen keeps freezing up after touching the arrow key. The patient had to keep taking out the battery pack and reinserting to resolve the issue. Additional information was received via a manufacturer representative from a consumer regarding the patient on 2018-nov-29. It was reported that there was a recharging issue and there was difficulty with recharging. This was verified to mean that it was taking the patient 2 to 2.5 hours to charge which is longer than what he is used to. The patient noticed this when he got a replacement patient controller in (B)(6) 2018. The patient was charging at the time of the report and had excellent coupling on the patient controller, but the average coupling shows fair coupling when looking at the tablet. According to the clinician programmer report, the fair coupling started on (B)(6) 2018. Recharge information shows 2.5 hours to go from 30-100% and 1.9 hours to go from 30-90% with an excellent charge quality. Recharging information reviewed on the clinician programmer is consistent with recharging intervals. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep called back to state that he had heard back from the patient and charging is still taking over 2 hours to charge the ins. Technical services (ts) asked questions regarding the battery level at the start of the charge session, what does the app show for details on recharging, etc. The rep stated that the patient starts charging at 30%, has hd settings and that the patient reported that the controller is showing excellent but rep stated that the a710 app shows that charging is "fair". The rep also reported that this issue started following getting the replacement controller. Ts¿s reviewed that for charging there are 2 power levels which are based on charging current and heat and the difference between the controller and the app for charging status. Ts reviewed that depending on what power setting he is in, this could add time to the recharging schedule but the patient would not know this information. Ts reviewed to keep screen dark and reviewed that for some patients charging times are longer than the 1 hour being marketed. The rep stated that last week they tried adhesive disc which allowed the patient some freedom to move around, but did not improve charging time. The rep was going to call the patient and have them call in to see if replacement the recharger would help and if repair would replace it at this point. The patient is on his 3rd controller. The same day (B)(6) 2018) the patient called in, in regards to the same issue, stating that the rep told him to call for a new recharging paddle. The patient was sent a new recharging paddle.